Event description:
According to the facility (B)(6) 2024 "suction was used to suction any oral secretions with the tip of the suction, had been off and during the suction and caused a laceration of the right palate".

Manufacturer narrative:
According to the facility on (B)(6) 2024 "suction was used to suction any oral secretions with the tip of the suction, had been off and during the suction and caused a laceration of the right palate". Per the facility the laceration was described as "superficial but was still closed with chromic sutures". Per the facility the "patient is doing ok, no issues". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.